Event description:
Two different sets of IV tubing separated at the anastomosis point where the tubing threads into the alaris pump (not the cartridge end). In examining the two sets - there is no safety mechanism (collar) that prevents this disconnect. When examining an unopened set of the same model - that anastomosis has a hard plastic collar securing the tubing.